Manufacturer narrative:
(B)(4): insufficient integration. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure sixteen weeks ago and mesh was used and fixed with straps. A re-laparoscopy followed due to unclear abdominal pain which was not associated with the mesh implantation. A few adhesions with the mesh were observed in the abdominal cavity which were easily removed atraumatically by a swab. Sufficient fixation by the straps was observed. The visceral side of the mesh was well covered with fibrin and no significant adhesions. But the parietal side shows very low integration or non-integration of the mesh into the abdominal wall.

Manufacturer narrative:
(B)(4). A dvd with images of the actual device from the second look procedure 16 weeks after implantation for unrelated indication was returned for evaluation. The observation by the surgeon that the mesh edges are not well integrated is noted on the images. Significant evidence of integration is noted in the central aspect of the mesh. In the images, the fixation appears somewhat widely spaced which may be contributing to the different degree of integration in the abdominal wall. No medically meaningful assesment can be accomplished with the information available. Were returned for evaluation.